Manufacturer narrative:
Per tandem's cartridge user guide, "insulin should be at room temperature before filling a cartridge". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 200 units of cold insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.